Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed during wand telemetry on egm during a device check 5 days post-implant. It was noted that no noise was observed with rf telemetry. The patient received no adverse consequences. No action was performed.